Event description:
A theatre nurse reported twisted tubing during surgery. The nurse noted that "the tubing is wider and pulling open and too thick to go around the wheel." The tubing was replaced and the produced was completed. Patient impact is unknown.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).